Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to elevated blood glucose while using the infusion device. The patient was diagnosed with diabetic ketoacidosis. At the hospital, the patient was treated with a "drip". The hospital blood glucose results were not reported. The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The infusion device was requested to be returned for product evaluation.